Event description:
Event: (cc# 98-00536) the iab leaked. This was the only information at the time of the report. On 10/15/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 5/1/98. [Patient's current status]: unk - rpt'd 5/1/98.